Event description:
Instrumentation malfunction during insertion of the rod led to a 15 minute surgical delay. There was no injury to the pt.

Manufacturer narrative:
Review of the DHR for the associated product found no issues during manufacturing that could have contributed to the event. Eval of returned device indicates user abuse that likely contributed to event.